Event description:
The hosp reported that during the endoscopic vein harvesting procedure, while taking the side branches, the hemopro tip heated up red hot. The harvester pulled out the device and unplugged it. A replacement device was used to complete the procedure. There was no pt complication reported by the hosp. The hosp is retained the device per the hosp policy and it was unk if the device will be returned to maquet for analysis.

Manufacturer narrative:
The hosp is retained the device per the hosp policy and it was unk if the device will be returned to maquet for analysis. A supplemental report will be submitted when the device has been returned and the investigation completed.